Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen cracked, though the screen remained functional and the patient reported no impact to blood glucose control. Symptoms included no clinical effects. Outcomes included device replacement and instructions for return, data syncing, shutdown procedure, and re-initiation on the replacement device. Investigation included review of the complaint description and standard replacement process. Investigation of this device revealed a damaged display component consistent with physical damage to the device screen, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device malfunction.